Event description:
We have had 3 pts with occlusion issues related to an 4 fr PICC over the last few weeks. These issues occurred shortly after insertion and 2 of them resulted in a new PICC being inserted. When the 2 piccs were replaced they were inspected for occlusion and flushed with saline. All of the piccs flushed with no resistance whatsoever. Of note, all of these issues have been with the 4 fr PICC's in the sapiens insertion kit and with the same lot number -reva1229-. There have been no issues with any of the other lot numbers, so hopefully this is contained to this specific lot number. We have a PICC that bard has taken for testing and they will also test other piccs from within the lot number potentially effected. Bard is also planning to replace our current supply of 4 fr piccs with another lot number. All of these piccs have been pulled from circulation so the PICC team is no longer placing any of these piccs.